Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode died after experiencing a ventricular fibrillation (vf) episode where the delivered shock did not convert the arrhythmia. The shock impedance was low, out-of-range at 5 ohms. A computerized tomography (CT) scan and extraction of the device were planned. Device data was submitted to technical services. Engineering reviewed the data and found multiple long charge time (lc) errors next to the high voltage impedance of 5 ohms. The device had 11 charge time out (CT) errors on (B)(6) 2020, with charge times of 42 to 44 seconds. The field representative later confirmed the system was extracted post-mortem and will be returned for laboratory analysis. It was later reported that the explanted s-ICD and associated electrode were in the possession of the french police, following the patient's family's request for an investigation. Boston scientific learned additional details about the events leading to the patient's death. It was noted the patient had been attending a party with friends when they began to feel unwell. The patient was driven to the hospital by friends, rather than calling emergency support, which is why the police began an investigation. The explanting physician had requested that the device to be returned to boston scientific for laboratory analysis but the system has not yet been released by the police department.

Manufacturer narrative:
This report will be updated when the device is received and analysis is completed.

Manufacturer narrative:
This report will be updated when the device is received and analysis is completed.

Event description:
Boston scientific (bsc) received information that on (B)(6) 2020, the patient with the above-referenced subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode passed away after experiencing a ventricular fibrillation (vf) episode. During the episode, the device delivered a shock with a low, out-of-range shock impedance measurement of 5 ohms that did not convert the arrhythmia. The s-ICD displayed a charge timeout (CT) and long charge time (lc) alert message upon interrogation post-mortem. Device data was submitted to bsc technical services (ts) for review. Engineering reviewed the data and found multiple charge time out errors occurred after the shock with the low, out-of-range shock impedance measurement of 5 ohms was delivered. A charge timeout error is recorded in device memory when the device is unable to charge the high voltage capacitors within 44 seconds. The field representative later confirmed the system was explanted and will be returned to bsc for laboratory analysis.